Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Unable to verify button error alarm due to blank display. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip

Event description:
It was reported that the customer received a button error alarm. Customer's most recent blood glucose level was in the 180mg/dl range. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.